Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pace/sense portion of the lead had high thresholds. The lead is still in use for high voltage, but the pace/sense portion of the lead has been replaced. No patient complications have been reported as a result of this event.